Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that due to being unable to test, on (B)(6) 2014, he experienced a bad headache and self-presented to his doctor to have his blood glucose checked. A reading of 229 mg/dl was obtained on an unspecified meter and the customer was diagnosed with hyperglycemia. Customer's doctor "gave (him) a shot of insulin and 2 more (unspecified) medications". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.